Manufacturer narrative:
(B)(4). Returned for investigation was a 30cc 7.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. Upon return , the distal end of the super arrow-flex (saf) sheath was at approximately 33.5cm from the iabc distal tip. The saf sheath hub was noted connected to the hemostasis cuff and clear fluid was noted within the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The supplied inflation driveline tubing was noted cut and was noted connected to the short driveline tubing; the remaining length was not returned with the sample. The supplied short arterial pressure tubing was noted connected to the iabc luer; clear fluid was noted within the ap tubing. Dried blood was noted within the iabc cath-gard. The iabc bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested and no leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was inserted in the t-tube with the super arrow-flex (saf) sheath and the ttube was pressurized to 300mmhg. No leaks were detected from the sheath and sheath sidearm. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "repositioning sleeve is full of blood" is confirmed based on visual inspection of the returned sample. Blood was confirmed present within the iabc cath-gard upon receipt of the sample. During the investigation, no leak was noted from the sheath. It could not be confidently determined what caused the blood to enter the iabc cath-gard. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the blood in the iabc cath-gard. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the patient is a stemi that was not able to be stented and is being evaluated for possible CABG. The site has been bleeding since arrival and has only gotten worse. The pump is working, no alarms, but the bleeding cannot be controlled. They have been holding manual pressure, applied a topical clotting solution without success. She states that the repositioning sleeve is "full" of blood and the site has continued to bleed, not just ooze. The patient is on systemic heparin but a low dose. His bp is high, he is not on any pressors. I had her confirm there was no evidence of blood in the helium drive-line tubing. Her main concern was possible contamination of the catheter/sheath and inability to control the bleeding. Call directly to me from the attending cardiologist. He wanted to confirm that this is not a rupture, and most likely a bleeding disorder of the patient. They are planning to remove the catheter in an attempt to control the bleeding and reduce the risk of infection". At the time of this report, the customer has not returned our requests for additional information.